Event description:
During a shoulder repair a portion of the distal tip of the needle broke off into the pt's joint space.all was retrieved and the case was concluded without further incident or harm to the pt.